Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2017. On (B)(6) 2018, the patient was diagnosed with a retinal detachment in the implanted eye. On (B)(6) 2018, the patient underwent revision surgery during which a fluid-gas exchange and an air-silicone oil exchange were conducted. On (B)(6) 2018, it was reported that the patient is doing well. There was no defect or malfunction of the device associated with this event.